Event description:
It was reported that the patient had a device implanted in 2006 that flipped sideways and the patient flipped it back in under their rib cage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 399930, lot# v006889, implanted: 2006 (B)(6); product type lead. (B)(4).